Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot number were not reported. The reported patient effect of dissection is listed in the armada 18 instruction for use (IFU) as a known potential complication that may occur as a result of percutaneous transluminal angioplasty. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The unexpected medical intervention to treat the dissection was due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Patient ID: (B)(6). It was reported that the patient underwent a percutaneous interventional procedure treating a target lesion in the restenosed proximal right external iliac artery. Balloon angioplasty was performed using the 5x120 mm armada 18 otw balloon dilatation catheter. A dissection occurred after angioplasty. A 10.0 x 20 mm absolute pro stent, was implanted, treating both the target lesion and the dissection, resolving the event. No additional information was provided.